Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-20037. It was reported the patient experienced sporadic stimulation. The sjm representative found no impedance issues with the scs lead. As a result, the scs ipg was explanted and replaced. During the replacement procedure the scs lead was found to be cut within the ipg pocket site. The physician implanted the scs ipg with the port plugs and explanted the partial lead. Later, the remainder of the lead was explanted and replaced on (B)(6) 2014. The sjm representative was able to program the patient successfully following the procedure.